Event description:
The patient had an acute mi causing "wide open" mitral regurgitation requiring mvr. The patient experienced cardiac arrest on the table preoperatively and required pump for the mvr. The above mentioned valve was implanted and the patient recovered "reasonably well". However, the patient had several complications including sternal infections, pacemaker implant with infection, and thrombosis of the mitral valve secondary to inadequate anticoagulation. The patient developed prosthetic endocarditis and was treated aggressively with antibiotics for six weeks. The patient worsened following discontinuation of the antibiotics and echo showed severe aortic endocarditis with insufficiency. The mitral valve was explanted and replaced with 27mj-501.